Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found it was stretched and kinked, likely due to procedural factors, and broken at distal tip. Magnified examination of the fracture site and analysis of scanning electron microscopy (sem) images to further characterize the fracture showed the guidewire was likely bent and pulled, subsequently resulting in the break. The location of the bends and fracture suggest the guidewire was damaged and broke during the procedure, however, an exact cause cannot be determined.

Event description:
Analysis of the returned guidewire found it was broken at the distal end. There was no clinical consequence to the patient.